Event description:
A report of a pt's leads that came through his incision was rec'd. The physician performed emergency surgery. The leads were re-sutured, irrigated and the wound was packed. The pt is reportedly doing well.